Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an off no power anomaly from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she checks her pump every night and wakes up in the morning with a blank screen. The customer stated that she puts a battery in the pump and gets an off no power alarm. The customer stated that type of battery used is energizer. The customer stated that less than 24 hours from the low battery alert, there is an off no power alert. The customer stated that this occurs every time she had to change her battery. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip.